Event description:
It was reported that when patient presented in clinic for a follow up, upon device interrogation, longevity estimation showed 9 months to eri. During a previous interrogation on (B)(6) 2016 device interrogation showed 3-3.5 years to eri. Upon review of the most recent remote merlin.net transmission session records battery trends looks normal. It was suspected that device was in midlife phase and the estimation of 9 months may be accurate. Patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported model number: cd2211-36q was incorrect; the correct model number of the device should be 3650. Device is not available for evaluation. Device not returned to the manufacturer. Device was not returned.